Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 1 of 3. Customer reporting rh discrepant result for one sample with three methodologies: vision, tube, manual gel. According to customer sample was tested on vision analyzer on (B)(6) 2017 using mts abd/rev grouping cards lot # 120816037-04 and the anti-d microwell showed 4+ (B)(6). Result was released to clinician. Customer further added on 2/10/17, physician requested an abs screen on sample. According to customer, the antibody screen was (B)(6) and anti-d was identified (1+ with all d+ (B)(6) cells). Because of the (B)(6) abs screen and the anti-d identified, customer repeated the anti-d typing using tube method and ortho anti-d lot # db315a1. At immediate spin saw no reaction. With weak d testing, customer reporting 2+ reaction at ahg phase. Issue started on: (B)(6) 2017 ; reported 2/10/17; microtubes/wells or cell (donor #) affected: rh well; methodology used: vision and tube method; incubation time (for manual test only): 15 mins; pattern observed: discrepant results between methodologies; reaction grade obtained: 4+ on vision; 2+ on tube method; customer was expecting: consistent results; qc for all reagents deemed acceptable. Patient blood type is group 0, rh positive typed on (B)(6) 2017. Patient is (B)(6) female. Ortho care requesting information on patients' history: customer agree to collect information and will contact ortho care on status ortho care discussed with customer the difference between clones and possible reasons for difference in reaction. However, customer is concerned with reaction strength. On 14feb2017, customer called back stating patient will be classified as rh negative. (No details on method used for testing or if rhogam was administered). Customer did state patient had five pregnancies. Ortho care followed up with customer requesting testing of sample in question using manual gel method. Customer agreed to perform testing and will contact ortho care. An email was received from customer on 17feb2017 with information about the event. According to customer after multiple conversation with the doctor's office, it was confirmed that the patient received rhogam while at the hospital in (B)(6) 2017, (date/ dose not provided). Ortho vision identified the patient as being o pos (rh 4+). Rh by the tube method produced a negative result at immedaite spin and 2+ at ahg. Manual gel method = 2+ rh (B)(6). Antibody screen (B)(6) for anti d at 1:1 titer. History: patient is rh negative; she is (B)(6), has 3 children and had 1 miscarriage. Doctor has submitted a sample for genotyping. Customer agreed to share results from molecular testing with ortho care when they get them.